Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient called stating he had a left knee replacement on (B)(6) 2015. Patient was revised to competitive devices about a year after, due to knee making noises.